Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: metoprolol, cyclobenzaprine and aspirin. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary infection") with dysuria, headache ("headaches"), cardiac disorder ("blood or heart condition / disorder"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and blood disorder ("blood or heart condition / disorder"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, fatigue, alopecia, migraine, vaginal haemorrhage, menorrhagia, urinary tract infection, headache, cardiac disorder, dyspareunia, weight increased and blood disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure device inserted in right ostia (3 coils visualized. Essure device inserted in left ostia (2 coils visualized). Patient tolerated procedure well and rested until she was ready to dress. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95.238 kgs. Hysterosalpingogram - on (B)(6) 2012: confirmed fallopian tube were fully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 11-jun-2018: plaintiff fact sheet provided. Case upgraded to incident. Information added: reporter, patient¿s date of birth, historical drug, essure indication and removal date, removal method, insertion details, events (vaginal bleeding, menorrhagia, urinary infection, headache, blood or heart condition / disorder, dyspareunia, weight gain, pelvic pain and pain during urination. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvis pain') in an adult female patient who had essure (batch no. 58565-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea and vomiting. Previously administered products included for an unreported indication: metoprolol, cyclobenzaprine and aspirin. Concomitant products included acetylsalicylic acid (aspirin), cyclobenzaprine, ibuprofen and metoprolol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"), migraine ("migraines / headaches"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia) "), urinary tract infection ("urinary infection") with dysuria, headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and tachycardia ("blood or heart condition / disorder / blood or heart disorder/ type: tachycardia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain / dysmenorrhoea (cramping)"), back pain ("severe back pain"), alopecia ("hair loss") and groin pain ("inguinal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, fatigue, alopecia, migraine, vaginal haemorrhage, menorrhagia, urinary tract infection, headache, dyspareunia, weight increased, tachycardia and groin pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, groin pain, headache, menorrhagia, migraine, pelvic pain, tachycardia, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure device inserted in right ostia (3 coils visualized. Essure device inserted in left ostia (2 coils visualized). Patient tolerated procedure well and rested until she was ready to dress. Approximate weight at the time of essure placement 170lbs. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirmed fallopian tube were fully occluded; on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. This lot number 58565 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvis pain') in an adult female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea and vomiting. Previously administered products included for an unreported indication: metoprolol, cyclobenzaprine and aspirin. Concomitant products included acetylsalicylic acid (aspirin), cyclobenzaprine, ibuprofen and metoprolol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"), migraine ("migraines / headaches"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia) "), urinary tract infection ("urinary infection") with dysuria, headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and tachycardia ("blood or heart condition / disorder / blood or heart disorder/ type: tachycardia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain / dysmenorrhoea (cramping)"), back pain ("severe back pain"), alopecia ("hair loss") and groin pain ("inguinal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, fatigue, alopecia, migraine, vaginal haemorrhage, menorrhagia, urinary tract infection, headache, dyspareunia, weight increased, tachycardia and groin pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, groin pain, headache, menorrhagia, migraine, pelvic pain, tachycardia, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure device inserted in right ostia (3 coils visualized. Essure device inserted in left ostia (2 coils visualized). Patient tolerated procedure well and rested until she was ready to dress. Approximate weight at the time of essure placement 170lbs. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirmed fallopian tube were fully occluded; on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 22-sep-2020: plaintiff fact sheet received. Lot number added. Reporter information, aka name, medical history were added. New event added: inguinal pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvis pain') in an adult female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea and vomiting. Previously administered products included for an unreported indication: metoprolol, cyclobenzaprine and aspirin. Concomitant products included acetylsalicylic acid (aspirin), cyclobenzaprine, ibuprofen and metoprolol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"), migraine ("migraines / headaches"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia) "), urinary tract infection ("urinary infection") with dysuria, headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and tachycardia ("blood or heart condition / disorder / blood or heart disorder/ type: tachycardia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain / dysmenorrhoea (cramping)"), back pain ("severe back pain"), alopecia ("hair loss") and groin pain ("inguinal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, fatigue, alopecia, migraine, vaginal haemorrhage, menorrhagia, urinary tract infection, headache, dyspareunia, weight increased, tachycardia and groin pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, groin pain, headache, menorrhagia, migraine, pelvic pain, tachycardia, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure device inserted in right ostia (3 coils visualized. Essure device inserted in left ostia (2 coils visualized). Patient tolerated procedure well and rested until she was ready to dress. Approximate weight at the time of essure placement 170lbs. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirmed fallopian tube were fully occluded; on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. The lot number reported (58565) is not valid. Most recent follow-up information incorporated above includes: on 30-sep-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: metoprolol, cyclobenzaprine and aspirin. Concomitant products included acetylsalicylic acid (aspirin), cyclobenzaprine, ibuprofen and metoprolol. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced fatigue ("fatigue"), migraine ("migraines"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary infection") with dysuria, headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and tachycardia ("blood or heart condition / disorder / blood or heart disorder/ type: tachycardia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, fatigue, alopecia, migraine, vaginal haemorrhage, menorrhagia, urinary tract infection, headache, dyspareunia, weight increased and tachycardia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tachycardia, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure device inserted in right ostia (3 coils visualized. Essure device inserted in left ostia (2 coils visualized). Patient tolerated procedure well and rested until she was ready to dress. Approximate weight at the time of essure placement 170lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Hysterosalpingogram - on (B)(6)2012: results: confirmed fallopian tube were fully occluded. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 25-jan-2019: plaintiff fact sheet- event "blood or heart condition / disorder" was updated to "blood or heart disorder / type: tachycardia", removal date updated, concomitant medication were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.